Event description:
The patient had full revision surgery on (B)(6) 2016. The generator was depleted, so diagnostics were not able to be performed. The generator and lead were received, but analysis has not been approved to date.

Event description:
It was reported that a patient's device had high impedance. X-rays were ordered to identify any discontinuities, and the patient was referred for full revision surgery.no surgical intervention has been taken to date.

Event description:
Analysis of the generator was approved. The generator was unable to be communicated with due to normal battery depletion. No abnormal performance or other type of adverse condition was found. Analysis of the lead has not been approved to date.

Event description:
Analysis of the lead was approved. Abraded openings were noted on the outer and the inner silicone tubing. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil showed that pitting or electro-etching conditions had occurred at the break location. Also, the positive coil showed appearance at the mating end suggesting that a stress-induced fracture (fatigue) occurred in at least three strands of the quadfilar coil. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.